Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The defibrillation system was implanted on (B)(6)2014 . Reportedly, on (B)(6)2019 , the patient received a shock therapy whilst hanging heavy tapestry on a wall. Upon device interrogation on(B)(6)2019 , many warning messages were displayed, including messages stating that the device had been reinitialized nine times since the beginning of life and that a reset occurred on (B)(6)2019 . A message indicating that the device had been reset to nominal values following re-initialization was also observed. Limited diagnostic information was available during the interrogation. Following the recommendations provided on (B)(6)2019 , the ICD was explanted on(B)(6)2019 and should be returned for analysis.

Manufacturer narrative:
H6 (conclusion code) updated. Additional analysis was performed. The reported behavior was a consequence of the delivery of shocks in overload conditions on an abraded defibrillation lead. Please refer to the updated analysis report.

Event description:
The defibrillation system was implanted on (B)(6) 2014. Reportedly, on (B)(6) 2019, the patient received a shock therapy whilst hanging heavy tapestry on a wall. Upon device interrogation on (B)(6) 2019, many warning messages were displayed, including messages stating that the device had been reinitialized nine times since the beginning of life and that a reset occurred on (B)(6) 2019. A message indicating that the device had been reset to nominal values following re-initialization was also observed. Limited diagnostic information was available during the interrogation. Following the recommendations provided on (B)(6) 2019, the ICD was explanted on (B)(6) 2019 and should be returned for analysis.

Event description:
The defibrillation system was implanted on (B)(6) 2014. Reportedly, on (B)(6) 2019, the patient received a shock therapy whilst hanging heavy tapestry on a wall. Upon device interrogation on (B)(6) 2019, many warning messages were displayed, including messages stating that the device had been reinitialized nine times since the beginning of life and that a reset occurred on (B)(6) 2019. A message indicating that the device had been reset to nominal values following re-initialization was also observed. Limited diagnostic information was available during the interrogation. Following the recommendations provided on (B)(6) 2019, the ICD was explanted on (B)(6) 2019 and should be returned for analysis.